Manufacturer narrative:
Manufacturer spoke with a distributor that a wire was pulled through a shaft resulting in sparks. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or physical damage has caused or contributed to this incident. MDR filed solely on the allegation of sparks observed. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The wire allegedly pulled through the shaft that covers the wire from the motor to the plug that goes into the wall socket, resulting in the wire sparking. No injury is alleged.